Manufacturer narrative:
On 18-mar-2024 product investigation results: complained product received - user handling was identified as root cause for the complaint.

Event description:
Replacement head sliding off from the main part of the toothbrush - oral-b [device breakage] . Case narrative: consumer via e-mail reported that their oral-b toothbrush replacement heads were sliding off from the main part of the oral-b genius 6000 electric toothbrush during use. No injury was reported. On 03-dec-2023 follow up via digital safety assessment survey: consumer was a 31 year old male. No medical visit or treatments reported. No injury was reported. On 06-dec-2023 follow up via e-mail: the suspect product lot was bc804240949. No injury was reported.

Event description:
Replacement head...sliding off from the main part of the toothbrush - oral-b [device breakage]. Case narrative: consumer via e-mail reported that their oral-b toothbrush replacement heads were sliding off from the main part of the oral-b genius 6000 electric toothbrush during use. No injury was reported. 03-dec-2023 follow up via digital safety assessment survey: consumer was a 31 year old male. No medical visit or treatments reported. No injury was reported. 06-dec-2023 follow up via e-mail: the suspect product lot was bc804240949. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.